Event description:
The staples did not close properly and came loose from the tissue. The surgeon sutured to correct the defect which added approximately 35 minutes to the surgery. Procedure: colectomy.